Event description:
The complainant reported that a patient was on impella cp support and had decreased blood flow in the right leg. A decision was made to place a right femoral artery anti grade sheath for external femoral bypass to increase flow. Doppler patient pulses were present post procedure. It was further reported that the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23178.